Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed button error. Customer stated that they had a low predict alarm and when they went to clear it, they were unable to as the buttons were unresponsive. Customer did not recall any significant events leading to the alarm. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
No button error alarm was noted. The act and escape buttons did not respond due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.